Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced perceived low glucose after meals and upon waking while using the ilet, with recorded values down to 83 mg/dl and subsequent rebound hyperglycemia up to 250 mg/dl after self-treatment with oral glucose (glucose tablets and sports drink) and meal announcement. Symptoms included lethargy and bloating associated with treatment of low glucose. Outcomes included transient excursions outside of target range lasting approximately 20¿30 minutes, without medical intervention, hospitalization, or ketone testing. Investigation included customer interview, troubleshooting, and education regarding appropriate hypoglycemia treatment and use of the suspend feature, with escalation to clinical support for therapy optimization and training. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia and pausing insulin during perceived lows. It was concluded that the event was related to user handling and education needs, not a device malfunction.